Event description:
An eye care practitioner reported, that a male pt in his early 50's presented with severe pain, a "steamy cornea", iop pressure of 38 and central staining of his left eye associated with wear of o2optix contact lenses. Diagnosis reported as iritis, treatment consisted of predforte and travitin. Event resolved with no reduction in visual acuity, stable iop and resumption of contact lens wear. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.